Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A facility representative reported that during a cataract surgery with an intraocular lens (iol) implantation,"piece of white foreign material was found behind the iol in the eye after insertion and was removed by washing and aspiration." The surgeon believes that the foreign material was something to do with the cartridge. The iol remains implanted with no reported harm to the patient. Additional information has been requested.